Event description:
Reporter alleged obtaining a blood glucose result of about 300 mg/dl on the aviva system, while experiencing hypoglycemic symptoms. Reporter stated, she fell asleep, her husband found her unresponsive, and treated her with a glucose shot. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.